Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet while concurrently providing glucose readings in the dexcom app, with the ilet displaying ¿pairing failed¿; troubleshooting included ilet restart and a mobile app firmware update, and the user was advised to replace the sensor and later reported that ilet readings were appearing. Symptoms included no adverse clinical effects and a reported blood glucose of 113 mg/dl. Outcomes included no impact to therapy, no medical intervention, and no hospitalization. Investigation included guided troubleshooting, device restart, software update, and recommendation to replace the sensor. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 sensor limited to bluetooth communication with the pump while the sensor itself continued to function via the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or pairing issue between the sensor transmitter and the ilet.